Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 448 mcg/day) via an implantable infusion pump. It was reported that after a pump replacement surgery the patient started having itb withdrawal while she was being monitored at the hospital. An emergency catheter revision was performed during which the connector piece was found to be frayed. The replaced catheter would not be sent back for analysis.